Event description:
It was reported that a spectrum pump under infused during therapy (volume error 200-300ml short on 950ml infusion). There was an excessive amount of fluid in bag after infusion (300ml left in 1l bag). The reporter noted that the pump was maxed out at 999ml/hr and there was an unspecified medical intervention. There was no report of patient injury. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information b5: additional information was received via a medwatch report which indicated that the spectrum pump under infused during two consecutive infusions of lactated ringers to the same patient. The first infusion was a 1l bag that was hung, and the pump was programmed for 999ml/hr rate and volume to be infused (vtbi) of 950ml. When the pump beeped that the infusion was complete the bag still had a large amount of fluid which was measured with a graduated cylinder to be 300ml. Another bag of lactated ringers was hung, and the pump programmed the same 999ml/hr for vtbi of 950ml. When the pump indicated the infusion was complete again a lot of fluid was left in the bag. Another 100ml vtbi was programmed and the pump started again. This was performed twice and then the remaining amount measured and found to be 50ml. After the additional programming the nurse was confident that the patient received the correct amount of fluid. It was clarified that there was no patient harm as a result of this event. Additional information: b3, d9, d10, e4, h6, h10, h11. H11: the device was received for evaluation. During functional testing, the device was tested for flow accuracy and found to under deliver with an error percentage of -8.64% and -5.45%. This would indicate an under infusion however not to the magnitude as described by the customer which was approximately 30%. A review of the event history log found no abnormalities what would cause or contribute to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation found the door hooks were out of adjustment and the door was bent. The cause of the condition was determined to be the door which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.